Event description:
It was reported that cardioversion for af could not be performed as the ICD was found to be in back-up vvi mode. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of device reset was confirmed in the laboratory via review of the memory map. Analysis of the memory map indicated that the device was delivering high voltage therapy at the time of reset. Analysis found an arc mark on the ICD can. Further evaluation of the arc marks indicated the presence of lead material. It is believed that the damaged found is consistent with that caused by arcing between the hv conductor and ICD can during therapy delivery, which caused the reset. (B)(4).